Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. An air contamination occurred. During aspiration, when inserting the catheter, a valve malfunction was suspected. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) initial reporter phone (e1) and init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. An air contamination occurred. During aspiration, when inserting the catheter, a valve malfunction was suspected. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. An air contamination occurred. During aspiration, when inserting the catheter, a valve malfunction was suspected. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. Inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The complaint summary did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.